Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported with the use of the bd autoshield¿ duo pen needle there was an issue with shield not pressing down when injecting with no pop sound and leakage. There was no report of injury or medical intervention.